Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company technical services (rep) regarding a patient with an implantable infusion pump receiving heparin 5000 units/ml for concentration at a rate of 1000 units/day for dose for cancer chemotherapy and malignant pain. It was reported that hcp called get the shutdown code of the pump. The hcp stated that "a couple weeks ago they discovered on a scan that catheter dislodged from the pump" and its in an area where they cannot revise it. Later on, hcp caller back asking if the pump was shutdown correctly. Technical services inquired if hcp was seeing service code 89, and hcp confirmed it. Hcp had no further questions, for the pump was successfully shutdown. No symptoms or patient complication were reported.